Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unspecified lesion. The 8x40 mm armada 35 percutaneous transluminal angioplasty (pta) catheter ruptured. There were no adverse patient effects. No additional information was provided.